Event description:
A customer reported 3 samples that resulted unexpected (B)(6) for (B)(6) during validation testing on the neo. Sample (B)(6) was run on (B)(6) 2011 and tested (B)(6) with a reaction strength of (B)(6). The sample was repeated on (B)(6) 2011 and tested (B)(6) with a reaction strength of (B)(6). The sample was run on a second instrument ((B)(4)) and tested (B)(6). Sample (B)(6) was run on (B)(6) 2011 and tested (B)(6) with a reaction strength of (B)(6). The sample was repeated on (B)(6) 2011 and tested (B)(6) with a reaction strength of (B)(6). The sample was run on instrument (B)(4) and tested (B)(6). The sample was also tested on the galileo and was (B)(6). Sample (B)(6) was run on (B)(6) 2011 and tested (B)(6) with a reaction strength of (B)(6). The sample was repeated on (B)(6) 2011 and tested (B)(6) with a reaction strength of (B)(6). The sample was run on instrument (B)(4) and tested (B)(6). The sample was also run on the galileo and tested (B)(6). All other samples tested on these days resulted as expected.

Manufacturer narrative:
A service call was made: investigation revealed residual volume slightly low. Problem addressed by functional test and evaluation of washer, pipettor, centrifuge and reader and found resolve to be at .29 and was optimized to .48. System was tested and operating within all specification other than listed changes to residual volume. Retention testing: performed a (B)(6) assay with 12 known (B)(6) and 4 known (B)(6) in house donors on the neo using capture-cmv indicator cells, lot 228153. Controls performed as expected and all in house donors gave the expected results. Retention products performed as expected. Based on the service report that the instrument is operating within specifications, the issue appears to be related to performance of the capture (B)(6) indicator red cells. The visual appearance of the (B)(6) reactions provides additional support to the issue being related to the capture (B)(6) indicator red cells.